Manufacturer narrative:
B5: the exchanged lens was implanted vertically. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -9.00/1.5/175 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was later explanted due to excessive vault. A replacement lens of shorter length was implanted and the problem resolved.. Cause of the event was reporter as unknown.